Event description:
Per the clinic, the device was explanted on (B)(6) 2015 subsequent to extrusion of the electrode array. During the same procedure the patient was implanted with a new device on the contralateral side. The device has not been made available for analysis as of the date of this report, january 29, 2015.

Manufacturer narrative:
(B)(4). Device currently not available.

Manufacturer narrative:
This report filed may 8, 2015.